Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
(Jabbed lip) made it bleed [lip haemorrhage]. Jabbed lip (made it bleed) [lip injury]. Tip came off in the metal part (park) - oral-b [device breakage]. Consumer via e-mail stated that, while brushing their teeth, the tip of the oral-b electric toothbrush came off in the metal part and jabbed their lip, making it bleed. No serious injury was reported.